Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that the pt underwent stenting of the predilated left main coronary artery (lmca) on (B) (6) 2007. With one xience v stent. On (B) (6) 2009, the pt experienced chest pain, had a positive stress test, and underwent a diagnostic coronary angiography on (B) (6) 2009, that found a 100% restenosis of the index target vessel that required revascularization and additional stenting on (B) (6) 2009. On (B) (6) 2009, the pt was found to have restenosis in the lmca again between 70 to 100% that required revascularization via balloon angioplasty and additional stenting. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.